Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected on area above lip border with [unspecified] juvéderm® volift¿ for volume replacement. A month after injection, patient presented "with inflammation on the area treated. Tender and warm to touch? Infection." Patient was prescribed antibiotics and steroids for 10 days. Approximately 2 weeks after that, patient presented with "large lumps on examination of treated area" and "inflammation remains." Patient was treated with hyalase 1500iu in 10 ml, 200iu per side of lip. The following week, patient was seen and "lumps remain" and "area is tender to touch". Patient was treated with hyalase 1500iu in 10 ml, 300iu in right side and 450iu in left side(of top lip above vermilion border). Steroids dose was increased. 3 weeks later, lumps were still in place and continued inflammation. Patient was treated with hyalase 1500iu in 2.5 ml, 600iu per side, and continued with steroids treatment. Symptoms ongoing/unresolved.